Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) is not retaining a charge. They stated a few days ago, they were going to the neurologist and stimulation was off. The patient states he tries to recharge about every other night but not fully. Today, the patient did not see the lightning bolt on ins icon on recharger screen. He thinks the ins charge level was at about 25%. The patient mentioned having botox injections years ago and " it did nothing".